Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose value 542 mg/dl. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 155 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and insulin drip. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer also stated that they had leakage problems with his infusion set. The insulin pump will not be returned for analysis.